Event description:
The complainant reported that automated impella controller (aic) failed to recognize white cable plugged in during setup, causing the software not to advance to the next setup steps. A new aic was used, and setup was successful. It was also noted that while attempting to download logs, a download error received. The download was attempted on the back side of the aic usb port, which the error occurred at 2% of the download, then the download was attempted from the side port where the connector was removed from the usb port, which the error code occurred at 45% progress. Multiple usb sticks were used as well. No reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was due to bugs or defects in software (excludes firmware). This report is being filed as part of a retrospective review of historical records.